Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were not provided, however, the meter bg readings were 220 mg/dl, 320 mg/dl, and 270 mg/dl. The customer alleged the cgm bg readings were 100-150 points off. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.